Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information was requested. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the patient had developed an infection after using the dressing. The patient used the aquacel dressing for 7 days after a cesarean section. The dressing was removed and no issue was noted with the surgical incision at that time. On the 9th post-operative day; the physician who noted an infection at the incision site. No further patient complications were reported as a result of this event.